Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The patient's mother reported that they¿ve tried flonase, bard barrier film, tough pads, and another barrier cream preparation in attempts to prevent the reported reaction, but no physical description of the reaction was given at that time. Additionally, on (B)(6) 2019 the patient reported that she had seen a dermatologist (did not recall the date) and that she had received prescription cortisone cream to treat the allergic response from wearing the sensors. She stated that her endocrinologist (no date available for appointment) had updated her prescription to 5-day sessions to reduce the severity of the reported reaction. The skin reaction was diagnosed as severe contact dermatitis. At the time of contact, it was indicated that the patient¿s issues had been mostly resolved after treatment with the prescribed cortisone cream. No additional event or patient information is available. Additional skin reactions reported under (B)(4).